Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: inserter accessed vessel, engaged the guidewire without incident, and then began to advance the catheter over the guidewire. Inserter met resistance and pulled catheter back over needle. Catheter was sheared. Ir (interventional radiology) was consulted. Catheter tip retrieved by cutdown. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided five (5) photos for evaluation. Visual examination of the photos confirmed the catheter body appeared cut and separated. The point of separation visible in the photos appeared smooth, which is damage consistent with contacting a sharp object (i.e. Needle bevel). A device history record review was performed and no relevant findings were identified. The instructions-for-use provided with this kit cautions the user, "do not attempt to advance needle back into catheter after catheter is partially threaded off needle to reduce risk of catheter damage." The customer reported that "inserter said she met resistance and pulled catheter back over needle" which caused the catheter to shear. This statement indicates the user did not follow the IFU. The customer report of a cut/separated catheter was confirmed by visual examination of the customer supplied photos. The visible edges of separation appeared consistent with being cut by a sharp object (i.e. Needle bevel). A device history record review was performed with no relevant findings. The IFU states, "do not attempt to advance needle back into catheter after catheter is partially threaded off needle to reduce risk of catheter damage." The customer explicitly stated that the catheter was pulled back over the needle. Based on the appearance of the damage and the customer report, intentional use error caused or contributed to this issue by not following the IFU. An in-service has been requested to further educate the customer on the intended use. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: inserter accessed vessel, engaged the guidewire without incident, and then began to advance the catheter over the guidewire. Inserter met resistance and pulled catheter back over needle. Catheter was sheared. Ir (interventional radiology) was consulted. Catheter tip retrieved by cutdown. The patient's condition is reported as fine.